Manufacturer narrative:
(B)(4). Maquet medical systems, USA submits this report on behalf of the legal manufacturer of the device maquet cardiopulmonary (B)(4). A maquet field safety technician was on site and investigated the unit and could confirm the problem that the hcu40 displayed the error message "pat. Water flow too low". The technician troubleshot the device and detected a defective flow sensor, which was replaced. A supplemental medwatch will be submitted if new information has been received.

Event description:
Error message: "pat. Water flow too low" was displayed during patient treatment. Internal reference: (B)(6). Customer reference: onesupport (B)(6).